Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a urogynecological problem. It was reported that after the implant, the patient experienced pain, suffering, disability, <(>&<)> impairment. Post-operative patient treatment included partial removal of mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a urogynecological problem. It was reported that after the implant, the patient experienced pain, suffering, disability, impairment, <(>&<)> loss of enjoyment of life. Post-operative patient treatment included partial removal of mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a1, a2, a3a, a4, a5a, a5b, b2, b5, b6, b7, h6 (patient codes, device codes, ime e2402: limited bladder capacity, incomplete defecation, nocturia, voiding difficulty, incomplete bladder emptying), additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary incontinence. It was reported that after the implant, the patient experienced pain, suffering, disability, impairment, loss of enjoyment of life, urethral mesh exposure, bladder wall trabeculated, limited bladder capacity, mid urethral kink, cystocele, mesh indentation on proximal urethra, incontinence, mesh tightly curled, left arm of mesh is folded, urethral mesh erosion, mesh tented and caused urinary obstruction, fecal urgency, mixed urinary incontinence, pelvic muscle wasting, spasm of muscle, urinary frequency, urgency of urination, incomplete defecation, urge incontinence, headaches, vaginal atrophy irritability, pelvic floor spasms, urge urinary incontinence, nocturia, rectocele, tenderness, voiding difficulty, urethral pain, bladder infection, mesh pulled up, stage 1 chronic trigonitis, grade 4 trabeculations, leaking around catheter, bladder spasms, fecal incontinence, urge to void, incomplete bladder emptying, acute cystitis, abnormal urethra, voiding dysfunction, scarring, increase in leakage, exposed mesh fibers, uti, urethral distortion, fever, difficulty taking deep breaths, nauseous, dry mouth, overactive bladder, loss of control over bladder, urgency sensation with leakage, dysuria, stress incontinence, tender lower abdomen, does not have the sensation of needing to void, cannot void on own. Post-operative patient treatment included partial removal of mesh, voiding cystourethrogram, cystoscopy, uroflowmetry, pelvic floor physical therapy, medication, pelvic floor muscle emg, urodynamic studies, thulium lasering of exposed mesh, residual mesh fragments irrigated out, drain placement, underwent void trial, macrodantin, antibiotics, holmium lasering, bilateral mesh arm urethrolysis, mesh divided, vagina packed with antibiotic-soaked gauze, hospitalization, pain management, IV antibiotics, botox injections in the bladder, use of diapers, uti prophylaxis, self catheterization six-seven times a day.